Event description:
A nurse reported that the metal detached when it was removed from the occluded tip during the cataract with intraocular surgery, it was also reported that the piece of metal released in the patient's eye. The tip was removed from the same surgery with tweezers. The procedure was completed after the tip was replaced with another one. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo attached was reviewed by the manufacturing site. Photo shows a black particle on paper napkin. Reported foreign material issue confirmed from photo; however the source and composition of the foreign material could not be confirmed. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).